Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon itself stuck inside me for an additional 3 hours- vagina [foreign body in reproductive tract]. Attempted to remove the tampon, only the string came out, leaving the tampon stuck inside me [complication of device removal]. Only the string came out- breakage [device breakage]. Discomfort- vagina [vulvovaginal discomfort]. Case narrative: consumer reported via e-mail that only the string came out when she attempted to remove the tampon. No serious injury reported.